Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the power on reset (por) error code was seen on the patient¿s implantable neurostimulator recharger (insr) on the day of the report. The type of por that was seen was unknown because the patient programmer (pp) was not available and this por was not related to an overdischarge event. There were no falls/trauma reported that could be related but the patient did go through airport security gates as they just flew to colorado. In the end, the patient was redirected to follow-up with a healthcare professional (hcp) in the area that they were traveling. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the por code resolved after a rep reset it. No further complications were reported.